Manufacturer narrative:
Concomitant medications: clopidogrel, ticlopidine, prasugrel, heparin, aspirin. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, clinical copd, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was the ostium of the right internal carotid. Pre-procedure stenosis was 80%. Lesion length was 10mm and diameter was 7mm. The lesion was pre-dilated. The lesion was severely calcified. A precise pro rx 8 x 40mm stent was deployed in the target lesion. An angioguard size 6 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10%. There was no neurological deficit when the patient left the angio suite. The patient was discharged the following day. Approximately six months post-procedure, the patient had a carotid revascularization. A stent was placed in the mid internal right carotid artery. The event was noted as unrelated to the index procedure and cordis product by the reporter.

Manufacturer narrative:
The report is from the (B)(4) study. The patient was a (B)(6) white male with a history of hyperlipidemia, clinical copd, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was the ostium of the right internal carotid. Pre-procedure stenosis was 80%. Lesion length was 10mm and diameter was 7mm. The lesion was pre-dilated. The lesion was severely calcified. A precise pro rx 8 x 40mm stent was deployed in the target lesion. An angioguard size 6 was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10%. There was no neurological deficit when the patient left the angio suite. The patient was discharged the following day. Approximately six months post-procedure, the patient had a carotid revascularization. A stent was placed in the mid internal right carotid artery. The event was noted as unrelated to the index procedure and cordis product by the reporter. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.